Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received together. The advancer knob was received loosened in a mid-way position. The burr, annulus, sheath, advancer, and handshake connections were microscopically and visually examined. The handshake connections were connected with no irregularities or issues. There was blood and an unknown fiber foreign material on the coil at the end of the burr. The annulus was blocked and damaged. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with .009¿ rotawire. The rotawire was no able to be inserted through the burr due to the dried blood. The burr was soaked in hot water to loosen the dried blood. After soaking, the rotawire was able to be inserted in the burr and advanced through the device with no resistance or issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that foreign matter was noted. The target lesion was located in the left tibial artery. A 1.50mm peripheral rotalink® plus and a rotawire were used and advanced to treat the target lesion. After the first tibial vessel was treated, it was noted that wire kept on bending when an attempt was made to treat the second vessel. The burr could not advance back down, it kept on sticking on the wire. Multiple attempts was done, 3 different wires were used and each time the physician tried to put down the catheter, it would bend the wire and would not advance. The burr and wire were removed from the patient and there was something noted wrapped around the end of the catheter. The procedure was completed with a 2.0mm peripheral rotalink® plus. No patient complications reported and patient was fine.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6), year of birth: 1951. (B)(4).

Event description:
It was reported that foreign matter was noted. The target lesion was located in the left tibial artery. A 1.50mm peripheral rotalink® plus and a rotawire were used and advanced to treat the target lesion. After the first tibial vessel was treated, it was noted that wire kept on bending when an attempt was made to treat the second vessel. The burr could not advance back down, it kept on sticking on the wire. Multiple attempts was done, 3 different wires were used and each time the physician tried to put down the catheter, it would bend the wire and would not advance. The burr and wire were removed from the patient and there was something noted wrapped around the end of the catheter. The procedure was completed with a 2.0mm peripheral rotalink® plus. No patient complications reported and patient was fine.